Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). (B)(6). The device history record and previous repair record for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that the connector that plugs into the motor-box on a dermatome 'came to pieces'. The customer returned a zimmer electric dermatome serial number (B)(4) for evaluation. Evaluation of the device by zimmer (B)(4) found that the internal components on the plug harness were taped to the device. The dermatome was forwarded to zimmer (B)(4) for further evaluation and repair. Evaluation of the device on (B)(6) 2019 by zimmer (B)(4) noted that the device ran below motor speed specifications and that the dermatome was outside of calibration specifications. Upon further evaluation, it was found that the motor, handpiece switch, multiple bearings, an o-ring, a seal, the reciprocating arm, an external e-ring, and the plug harness assembly were defective. Repair of the dermatome occurred on (B)(6) 2019 and involved replacing the motor, handpiece switch, multiple bearings, an o-ring, a seal, the reciprocating arm, an external e-ring, and the plug harness assembly as well as recalibrating the device. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the plug harness assemble was defective, it cannot be determined from the information provided as to what caused the damage to the plug harness assembly. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the connector that plugs into the motor-box came to pieces during sterile processing after surgery. During evaluation, it was discovered that the device was operating below motor speed specifications. No adverse events were reported as a result of this malfunction.